Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height 4.1 had a busted rail, causing the drawer to fail to close properly. A field service engineer (fse) replaced a broken drawer with a new drawer due to bad rails. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, drawer had a broken rail. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.